Event description:
It was reported, gamma nail that was implanted in 2006 were found to be broken. Patient was revised.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.